Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 07-jun-2014, UDI#: (B)(4); product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 26-jul-2014, UDI#: (B)(4). Film evaluation summary: the reported type iii separation endoleak could be confirmed on the films provided; however the exact cause could not be determined. The anatomy at implant is unknown and images during implant and early post-implant were not available for review. Although the amount of initial component overlap is unknown, it is possible that the cause of the observed endoleak is related to insufficient overlap at the junction of the ipsilateral limb of the bifurcate and the distal extension limb. It is likely that this insufficient overlap may have been exacerbated by the increasing extreme angulation of the right ipsilateral limbs due to aneurysm morphology changes. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. No other obvious stent graft issues can be observed on the films provided. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system, was implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported that 7 years and 1 month later, the patient presented to ER with symptomatic back pain. A CT was performed and a type iii endoleak was observed. As per the physician the cause of the event is the type iii endoleak. The leak was observed at the junction of the ipsi limb and the distal limb extension and there appears to be inadequate overlap at the junction. Further treatment was refused and the patient has since expired due non aneurysm related illness. The type iii endoleak was confirmed to be at the junction of the ipsi limb of the bifurcate stent graft and it's distal extension. It is unknown which device was the distal extension.